Event description:
It was reported that the patient experienced intraperitoneal bleeding and was admitted from (B)(6) 2020. They received a transfusion of packed red blood cells (rbc's) on (B)(6) 2025. The approximate number of rbcs was between 4 and 8 units. Their laboratory test values from (B)(6) 2020 are as follows: prothrombin time (inr): 5.9 iu, activated partial thromboplastin time (aptt): 46 seconds, platelet count (plt): 17.0 × 104/ l. The patient was treated with warfarin and aspirin. An upper gastrointestinal endoscopy was performed. The cause of bleeding was stated to be from a previous lesion or disease at the bleeding site, which precipitated the onset of bleeding (bleeding from a tumor metastasizing to the stomach wall). It was also stated that the event was due to excessive anticoagulation and was probably device related. Anticoagulant therapy was thought to have precipitated bleeding from a tumor metastasizing to the stomach wall. Diffuse bleeding from the tumor made endoscopic hemostasis difficult, but hemostasis was achieved after reversal with vitamin k. Therefore, it was likely that the device and its management precipitated the bleeding.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.